Manufacturer narrative:
(B)(4). Approximate age of the device is 29 days. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has had a prolonged hospital stay since implantation of the lvad due to low hemoglobin levels. The center's hematology department was monitoring the patient and administering units of packed red blood cells (prbs) as needed to maintain the hemoglobin levels. No workup for gastrointestinal (gi) bleeding had been performed until (B)(6) 2016 when laboratory test results indicated the patient's stool was positive for occult blood. On (B)(6) 2016, the patient was transfused with 2 units of prbcs. Repeat laboratory test results on (B)(6) 2016 indicated stool was positive for occult blood. The patient's anticoagulation regimen at the time consisted of aspirin. No additional information was provided.